Event description:
It was reported that one of two active left ventricular leads had exhibited an increased capture threshold following an implant procedure. Device reprogramming was performed but capture was only possible in one setting. Fluoroscopic imaging revealed that the lead had dislodged. The lead was disabled. The patient was in good condition and was still receiving bi-ventricular pacing support.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.